Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, it was noted that patient anatomy had fibrous tissue in the pace pocket, as a result during introducer sheath advance the physician had to apply pressure/force. The introducer sheath ruptured during use, while dilator was in the sheath, and during attempt to place the sheath over the wire. The introducer sheath was removed and replaced with another of the same device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full introducer was returned and analyzed. Analysis indicated that the sheath of the delivery system was damaged. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.